Event description:
Customer stated, " pad was across his back and across his right shoulder. Sitting up on the sofa. Pushed the switch and the light didn't come on, so he pushed the switch a couple more times. Then all of a sudden a flame shot out of the switch and there was smoke." The product was returned for investigation. The customer did not claim any injury. Customer stated that the incident lasted just a few seconds. An investigation was done to look into the customers complaint. The investigator found that the switch was functioning correctly and the pad was heating. The interior of switch showed no sign of burning or sparks.